Manufacturer narrative:
Product ID: 7479, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 7439, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3998, lot# l95240, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3487a, lot# l75876, implanted: (B)(6) 2000, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. Patient product ID: 3487a, lot# l74301, implanted: (B)(6) 2000, product type: lead. Product ID: 8840, product type: programmer. (B)(4).

Event description:
It was reported the patient has had their device off for six years because it ¿doesn¿t address their pain¿ and they ¿can¿t tolerate it at higher stimulation levels¿. It was noted the stimulation was at 0.5v and when the manufacturerrepresentative began to turn the stimulation up the patient began shaking at 1.0v. It was noted that the manufacturer representative performed an impedance check at 1.5v. At 210 microseconds and 30 hertz and it was found that every single electrode pair was greater than 4000 ohms. It was noted that when the patient was being reprogrammed they could feel stimulation in their left leg. It was noted that the device had been initially set at 0.4v and when the stimulation was turned up the patient felt ¿jolting¿ in their left leg that coincided with the increase in rate from 20hz to 50hz and the patient¿s leg would ¿jerk¿ with the adjustments. It was noted the patient is diabetic and has a risk of chronic infection so they are not interested ¿fixing the system¿. See manufacturer report #3004209178-2014-00461.